Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm while sleeping. The pt was switched to battery power and the alarms ceased. The following day, the pt's system controller was exchanged and the red heart alarms occurred again during the night while connected to the power module. The pt was switched to battery power and the alarms ceased. Two days later, the pt was given a new power module pt cable and the red heart alarms occurred again at night and when the pt was switched to battery power the alarms ceased. The following day the pt went to the clinic and connected to the clinic's power module and there were no alarms. The pt was then connected to his power module and red heart alarms occurred. The pt's power module was exchanged, but the pt experienced red heart alarms in the evening. The following day the pt went to the clinic and x-rays of the driveline were taken. The vad coordinator reported that there was a questionable area of compromise near the system controller end of the driveline. The pt's log file showed red heart alarms (low flow/pump stop) and speed drops. The pt reported that he felt the pump "rev up and down". The hospital staff requested and ungrounded pt cable. The x-rays were reviewed by the manufacturer and the images did not show any areas of concern in the driveline. The vad coordinator requested an ungrounded cable for the pt. The pt remains ongoing with the ungrounded cable.

Manufacturer narrative:
The device remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.